Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2021 with blood glucose level was 474 mg/dl. The customer current blood glucose level was 178 mg/dl. The customer was treated with intravenous insulin drip. Customer stated that they did alleging insulin pump for under delivery due to insulin pump was not getting down her blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be and reservoir will not be returned for analysis.